Event description:
It was reported that the ilet displayed ¿connect cgm or enter bg,¿ and the device¿s alert bell indicated ¿sensor failed,¿ consistent with a g7 sensor failure; the caregiver restarted the sensor, entered the pairing code, completed pairing, and then entered a blood glucose value from the dexcom app, after which the value populated on the ilet. Symptoms included hyperglycemia without symptoms. Outcomes included no hospitalization, no emergency care, and resolution after successful sensor restart and bg entry. Investigation included customer service troubleshooting and education with confirmation of successful cgm re-pairing and data entry. Investigation of this case revealed a failed cgm sensor alert with successful restoration of cgm linkage through standard re-pairing steps and manual bg entry; no additional device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.